Manufacturer narrative:
The device has not been returned for evaluation and the product lot number has not been provided. The root cause is unable to be determined at this time. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
Information was received that a removal procedure was performed to address a rod that had stopped extending. Per the surgeon, the rod may have stopped extending because of an autofusion.